Event description:
A site rep reported the straight tri-cut trackable blade would not track. The case continued with no impact on pt outcome.

Manufacturer narrative:
The device has not been returned to the manufacturer. Lot # on tri-cut blade 65381500.